Manufacturer narrative:
Due to additional information, the serious injury of patient hospitalization was reported to be unrelated to the system. Due to additional information, (B)(4) no longer apply.

Event description:
Additional information was received from the health care professional (hcp) on 2017-05-24 providing patient and device information. It was reported that the issues were not related to the device. The patient had reported ¿typical¿ migraine symptoms post-operative because they had not taken their frovatriptan. It was reported that a brain MRI was taken and fioricet was given on (B)(6) 2017. The cause of the reported symptoms was clarified to be from a migraine. The issues were resolved. The patient weight at the time of the event was (B)(6). Implant records were provided for the spinal cord stimulator however the serial number of the implanted device could not be distinguished. Further follow-up was sent to clarify device information.

Event description:
Information was received from a healthcare provider (hcp) about a patient with an implantable neurostimulator (ins). The indication for use is unknown. It was reported that the patient was implanted today ((B)(6) 2017), and were presented back in the hospital with the complaint of a headache and left side weakness. It was indicated that the patient did have a history of headaches. It was unclear whether the headaches and left sided weakness were due to the device or therapy, but the hcp had stated that they did not believe they were related. It was reported that this was considered a sudden change in therapy/symptoms. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.